Manufacturer narrative:
Findings: insulin pump was received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracke case, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, missing end cap sticker, stained address/serial number label and broken battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer states that plastic just cracking and missing unable to hold the battery in place and also the reservoir part is cracked. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.